Event description:
It was reported that a patient presented with signal artifact noted on the patient's right ventricular lead. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that the noise was over-sensed. No intervention was performed, and the patient was stable throughout.